Manufacturer narrative:
Other devices listed in this report: cat. No.: 6020-0230, accolade tmzf hip stem #2, lot code: 2429710. Cat. No.: 6570-0-136, delta v-40 ceramic head 36/0, lot code: 92814. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported patient had a left hip revision due to short heterotopic bone. Mobility of joint was limited.

Manufacturer narrative:
An event regarding heterotopic bone growth involving a trident liner was reported. The event was confirmed medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated. "Confirmed lots of heterotopic bone on x-ray provided. Need medical records, clinical history and progress notes for full meaningful dictation." Device history review: a review of the device history records could not be performed as no lot ID was received. Complaint history review: a complaint history review could not be performed as no lot ID was received. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, clinical history and return of the device are needed to fully investigate the event.

Event description:
It was reported patient had a left hip revision due to short heterotopic bone. Mobility of joint was limited.